Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damaged distal edge, minor stains under cover glass and water kept coming out through video cable boot. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of water leakage and damage on distal edge is traced to component failure. However, the most probable cause of stains on the cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.